Manufacturer narrative:
(B)(4) attempted to gather information and request the return of subject meter. Actual product was not returned for testing. Apex (manufacturer) did not receive the return of subject meter.

Event description:
Meter is reading results in mmol. No physical damage to the meter. No debris around the test strip port. Walked customer through a blood test and his reading was 8.3 mmol. Meter has not been dropped. He has owned the meter for about 1-2 years.